Event description:
It was reported that during the intraoperative testing the patient experienced discomfort due the stimulation. The physician decided to abort the trial procedure and explanted the spinal cord stimulator (scs) trial leads. The patient was doing well postoperatively and the explanted leads were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.